Event description:
The customer reported to olympus that the evis x1 video system center images distorted, the entire monitor blacks out or the screen flickers on and off during a procedure. No error. Power is taken from the wall outlet using an extension cord. Even if the dvi cable is unplugged and then plugged in, it temporarily improves, but then it occurs again. The problem persists even after replacing the cable. There was no report of patient harm or user injury associated with this event. Related complaint: patient identifier of (B)(6) is related to model number: cv-1500.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus for inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. The event can be prevented by following the instructions for use which state: safety precautions ¦ combinable devices this product should be used in combination with the surrounding devices listed in "system diagram" on page 471. When used in combination with other devices, the device may not only be functioning normally, but may also damage the device or damage the patient or user. Olympus will continue to monitor field performance for this device.